Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: incidental finding: damaged backup battery door, missing two screws. Wire fatigue within other wires unrelated to the fatigue associated with no monitor communication, including the fractured blue wire. The reported events of a backup battery fault alarm and the system controller being unable to communicate with the system monitor/hm touch were both confirmed, as the returned system controller (serial number (B)(6)) did not communicate with a known working test system monitor when connected to power upon arrival. The controller was opened, and its power cables were replaced with test power cables. After this replacement, communication with the monitor was restored. The controller was then functionally tested and was found to perform as intended with test power cables, and no atypical alarms were reproduced. The controller¿s original power cables were opened, and the orange wire within the white power cable was observed to be fractured at the top end of the connector-side bend relief. This wire is responsible for communicating information to the system monitor from the system controller, and damage to this wire would prevent the controller from communicating with the monitor. A log file was extracted from the system controller after communication with the test monitor was restored. The log file contained data spanning approximately 2 days (23sep2023 ¿ 25sep2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on 23sep2023 correlating to a load test condition. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and no other notable events were observed. The root cause of the backup battery fault alarm was unable to be conclusively determined through this analysis. The root cause of the controller¿s inability to communicate with the system monitor/hm touch was determined to be damage to the orange wire within the controller¿s white power cable, consistent with the repetitive flexing of the cable over time. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing backup battery faults and was unable to connect their system controller to the heartmate touch. It was verified that the backup system controller connected to the heartmate touch, and the system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.